Event description:
It was reported that during a roux en y, the procedure stopped working, received an error tone. Troubleshooting was performed but with the same results. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Eval summary: the device was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for a solid tone. A possible cause of an solid tone is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.